Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the PICC was inserted on (B)(6) 2024 and was used normally until (B)(6) 2024. However, it was noticed then that liquid ran out of the puncture site during rinsing. The PICC was then removed, and it was found that it had a small hole at the mark (length) 10 to 12 cm. The patient had no further problems.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking powerpicc is inconclusive due to the state of the returned sample. One photograph of a powerpicc was returned for evaluation. An initial visual observation of the photograph showed a powerpicc placed back inside its packaging. A blood residue is observed on the packaging near the distal end of the catheter shaft. Evidence of use as well as biological residue is observed on the sample. Although a leak is alleged, no damage or details of the leak can be discerned from the sample in the photograph. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.